Event description:
A customer from australia ran blood tests on two contour next meters and received results of 6 and 22 mmol/l. The meters automatically marked them as control readings. When accessing the memory of the meters, the readings would be interpreted as control tests. There was no adverse event alleged. The strips are expected to be returned for evaluation. New meters and strips were sent to the customer.